Event description:
While in operating room, before incision was made, the steris bed dropped and went into extreme trendelenburg causing the patient to slide down and almost fall from the bed. The patient was caught by the first assist with no harm to the patient. New operating room bed was brought in and patient switched to new bed for remainder of case. A workorder was placed for the faulty bed and clintech checked it out and was unable to reproduce the problem. Deg, with steris also came out with one of his colleagues to evaluate the bed and couldn't reproduce the problem. A similar issue occurred in the past year or so, where a slider bed was "slipping."